Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received a partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found a full breached outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.